Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: six samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407061 were found to be within specification. The samples underwent these same tests and found one syringe was slightly above our specified limits, however, it was verified the quantity was still compliant with iso-7886-1. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Silicone can be visible due to poor distribution. It is possible that a stop in the manufacturing line caused the one syringe to remain under the dispenser, dripping extra silicone into the syringe. A device history review was performed for the reported lot 2407061, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. While we can confirm that the event occurred during the manufacturing process, we're currently unable to determine a specific root cause at this time. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D tab updated: material and lot number, UDI#, medical device brand name.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: lubricant accumulates on top of the stamp. When did the incident occur? During use. We have noticed in lot: 2305780, that there is an unusual amount of ¿lubricant¿ on the syringe stamp. We assume that due to your internal quality controls everything is certainly within the tolerance limits of our patients. Nevertheless, I would like to ask you to confirm this in writing and to tell me the lubricant used. The lubricant used. Additional information was the device being used in/on the patient when the problem occurred? -no. Was the patient or user harmed? If yes, please explain - no. Was the doctor present when the problem occurred? No doctor was present. This problem occurred when medication was to be administered. This department is the (B)(6). Was additional medical intervention/medication required? If yes, please explain no.